Event description:
It was reported that (1) device and (1) reload were used during a lung resection. It was reported by the affiliate that the tsb45 instrument, after reload, cannot be opened. There was no consequence to the pt.